Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 since adhesive patch and cannula housing detached from spring prior to insertion. The blood glucose level was high which was treated with pump and replaced the infusion set.